Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right atrial (ra) pacing impedance measurement. Technical services (ts) recommended to split the configuration so that the pacemaker paces unipolar but senses bipolar. The field representative agreed and will reprogram the device as ts recommended. At this time, this pacemaker and non-boston scientific ra lead remain in service, and there were no adverse patient effects reported.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right atrial (ra) pacing impedance measurement. Technical services (ts) recommended to split the configuration so that the pacemaker paces unipolar but senses bipolar. The field representative agreed and will reprogram the device as ts recommended. At this time, this pacemaker and non-boston scientific ra lead remain in service, and there were no adverse patient effects reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.